Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that the approximate size of air bubbles was large air bubbles in both reservoirs. The customer tried multiple times with both reservoirs and could not plunge the insulin back into the insulin vial and air bubbles were not removed successfully. The customer was advised to change set. The reservoir will be returned for analysis.